Event description:
It was reported that, during the explant procedure of this cardiac resynchronization therapy defibrillator (crt-d) and while the device was in electrocautery mode, the physician unplugged the right ventricular (rv) lead and a pause was exhibited while the left ventricular (lv) lead was still connected. The technical services (ts) indicated that five agents from ts agreed that there should have been no pause in heart rhythm. No adverse patient effects were reported.